Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was 99 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted. The pump had no button response due to a flattened act button keypad dome. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, a cracked broken belt clip slot, and a cracked reservoir tube lip. Unable to perform the displacement test due to the keypad anomaly.